Manufacturer narrative:
Device is available for evaluation however it has not yet been received.

Event description:
The event involved a bomba de infusión plum 360¿ compatible con ICU medical mednet¿ where the customer requested a review of the pump, which completed the infusion of parenteral nutrition before the scheduled time, leaving residue in the cassette. The status of the product was during infusion. There was patient involvement, but there was no harm associated with this event. The patient did not present any changes in his health status, remaining conscious the entire time. Furthermore, it was reported that the prescribed and programmed pump setting was 1387 ml for 14 hours at an infusion of 99,1 ml/h, and that the amount of medication left in the cassette was 31 ml, with 17 minutes remaining, and the screen showed 1418, and additionally it had infused 30 ml more than was calculated, totaling 61 ml. It was also reported that the pump did not display any alarms and that it is not possible that a programming error had occurred, because the ward is the one who programs, but that it is something that can happen. The customer reported that no further information is available.

Manufacturer narrative:
D9 device returned to manufacturer on 7/12/2024. It can be concluded that the device was successful during the customer protocol and product verification tests. The device infused correctly without inaccurate deliveries, generated no technical faults or alarms, or over-programming caused by the keypad. The probable cause cannot be determined since the event history shows that the device infused the programmed volume at the appropriate time in the last two infusions. The amount of contents in the bag at the start of the nutritional infusion is unknown, so it is not known whether the bag should have been contained or not.